Event description:
It was reported that during removal, the drain broke off in the patient. The indwelling drain portion was removed surgically.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.